Manufacturer narrative:
The reported event of iui smoke smell / burnt component file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. An investigation can¿t be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted CAPA reference: (B)(4).

Event description:
The customer stated that biomed has observed electrical burns and a smell of smoke on iui connectors shortly after devices received cleaning and then were connected together. No patient involvement was reported.